Event description:
It was confirmed that 8 pmr¿s were preformed which did not reset the ins. The ins was replaced. The patient was doing great.

Event description:
It was clarified that there were telemetry issues. The patient has not used the stimulation for more than 1 year.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4), showed that the battery was at end-of-service status due to 3 overdischarge conditions. The device showed no telemetry or output when received. After recovery with a physician mode recharge (pmr) procedure, the device showed good, stable output seen on all electrodes referenced. The recharge function test showed no coupling issues.

Event description:
It was reported that there was a confirmed overdischarge which was due to patient non-compliance. Manufacturing representative showed the patient how to perform a physician mode recharge (pmr). The patient did 7 60 minute clock down pmr¿s but was unable to bring battery back to normal charge screen. There were no patient symptoms. Additional information received reported no explant or replacement had been scheduled yet. Additional information requested but had not been available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).